Event description:
It was reported that the device was used during a gastric bypass. It was reported that the device was fired and the staples did not form. The case was completed with a similar device. There was no consequence to the patient.